Manufacturer narrative:
Batch review performed on 24 july 2024: lot 142525: (B)(4) items manufactured and released on 22-may-2014. Expiration date: 2019-04-30. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had pain and limited range of motion, due to the screw disassociating with the poly and migrating to the posterior condyle. At about 9 years and 5 months post primary the surgeon removed the screw and revised the 10mm poly with another 10mm poly. The surgery was completed successfully. The agent confirmed that the torque limiting screwdriver was not utilized in the primary surgery.